Manufacturer narrative:
An event of a pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a crt-d implant procedure, a pericardial effusion occurred. After inserting the catheter via left side access into the coronary sinus and subsequent imaging of the contrast agent via x-ray, a pericardial effusion was identified in the coronary sinus. The catheter was retracted back into the superior vena cava. The pericardial effusion was monitored throughout the procedure and the implant device was placed successfully and the patient left the lab is in stable condition. The physician believed the coronary sinus catheter may have been the reason for the effusion. There were no performance issues with the device.